Manufacturer narrative:
Medical product: item #: 00-8755-048-00, lot #: 2628464, name: allofit it alloclassic, shell for acetabulum, uncemented, 48/gg. Item #: , lot #: , name: item #: 01.06010.002, lot #: 4019037, name: avenir mueller, stem, standard, uncemented, ha, 2, taper 12/14; item #: 00-8775-032-01, lot #: 2560252, name: biolox delta, ceramic femoral head, s, 32/-3.5, taper 12/14; item #: 00-9000-002-92, lot #: 61446394, name: liner insertion suction cup. Therapy date: date of explantation (B)(6) 2021. The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. The lot number of the device was received. The device history records will be reviewed during investigation. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
The patient underwent a revision surgery to replace the ceramic insert (biolox delta ceramic taper liner). The reason for the insert replacement is unknown.

Event description:
Investigation results are now available. Attempts have been made and no further information has been provided

Manufacturer narrative:
Investigation of this incident has been completed. Device was not returned. Event happened in france. Zimmer biomet¿s reference: (B)(4). Investigation and conclusion 1. Event description: based on the received product experience report, the patient underwent a total hip arthroplasty procedure on (B)(6) 2012. After approx. 9 years in vivo the ceramic taper liner was replaced due to unknown reasons on (B)(6) 2021. It was also reported that the patient had undergone surgery for dysplasia of the acetabulum 15 years prior to the implantation of the prosthesis. Harm: unknown harm. Hazardous situation: unknown. 2. Review of received data: due diligence: no further due diligence required as all required information to support the conclusion is available or was already requested. Implantation report from on (B)(6) 2012 for left htep was reviewed without any anomalies noted. Patient data: 168 cm, 70 kg, low activity level. 3. Product evaluation: no product was returned; therefore, visual evaluation could not be performed. 4. Review of product documentation: device purpose: this device is intended for treatment. Product compatibility: the compatibility check was performed from. Www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer biomet. DHR review: review of the device history records identified no deviations or anomalies during manufacturing. 5. Conclusion: based on the received product experience report, the patient underwent a total hip arthroplasty procedure on (B)(6) 2012. After approx. 9 years in vivo the ceramic taper liner was replaced due to unknown reasons on (B)(6) 2021. It was also reported that the patient had undergone surgery for dysplasia of the acetabulum 15 years prior to the implantation of the prosthesis. The quality records show that all specified characteristics have met the specifications valid at the time of production. Therefore, the investigation did not identify a nonconformance or a complaint out of box (coob). According to the available information, the reason for the revision surgery is unknown. Therefore, the complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of initial medwatch. New information received: patient: 168cm, 70kgs, low activity level. Investigation of this incident is currently ongoing, a follow up report will be submitted when additional information becomes available. Zimmer biomet¿s reference number of this file is (B)(4). The following reports are associated with this event: 0009613350-2022-00044.

Event description:
The patient underwent a revision surgery to replace the ceramic insert (biolox delta ceramic taper liner). The reason for the insert replacement is unknown.